Event description:
It was reported that the patients ipg was nonfunctional. It was also reported that the patient experienced back spasms. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred over the last few days.